Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the pulse lead hi-pot test and the +p insulation resistance test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been complete. Upon eval, the green +3.3v wire inside the trunk cable was broken. The cause for the pulse lead hi-pot test and the +p insulation resistance test failure is the damaged trunk cable wire. The root cause of the damaged internal wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged wires. The last pt to use this belt did not report any deficiencies.